Event description:
It was reported that during priming with a prismaflex set, a pipeline rupture was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Manufacturer narrative:
Additional information: d4, h6, h11. D4: upon additional information with sample pictures it was confirmed that the correct lot number is 24g0053. H11: the actual sample was not available for investigation; however, photographs of the set were provided for evaluation. Visual inspection of the photos showed that a "prime self-test (code 20) alarm was triggered on the machine, but did not identify any abnormalities that could have contributed to the alarm. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.